Manufacturer narrative:
Device is the sensor of the vibe insulin pump system. The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Contractor manufacturer: dexcom, (B)(4).

Event description:
On (B)(6) 2017, it was reported that the patient's blood glucose (bg) was less than 40 mg/dl but specific values were not provided. It was reported that the patient exhibited symptom of confusion but no other signs or symptoms were reported. An inaccurate cgm reading was reported at the same time: cgm read 286 mg/dl and bg meter read 183 mg/dl it was also said that the fingerstick bg value was below 80 mg/dl and the cgm reading was more than 20 mg/dl different. During trouble shooting, it was discovered that a use error had occurred; the patient had not waited 10 minutes since the calibration before comparing bg values. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring (cgm)data which may lead to bg excursions. This complaint is also being reported because the cgm system could not be ruled out as a contributor to the hypoglycemia; use error may have been a contributory factor to the alleged inaccurate reading.